Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The pump was received with a scratched lcd window, a cracked case display window corner, a cracked reservoir tube lip, and a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 236 mg/dl. Customer tried to restart the pump by removing the battery for 10 hours without any result. Customer confirmed that they have a back-up plan. Customer stated that the pump was not dropped or bumped. A pump replacement will be needed.